Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced an undefined speaker or vibration issue. Customer declinded to provide any additional information. There was no reported adverse impact.